Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing were transmitted through merlin.net. Undersensed p-waves resulting in atrial pacing was also noted as the atrial sensitivity had previously been decreased due to noise. No further information was available.

Manufacturer narrative:
(B)(4).